Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, visual inspection confirmed body fluid in the rv lead barrel. A hole was observed in the rv seal plug. Laboratory analysis concluded the observed oversensing was the result of the hole in the rv seal plug. Setscrew seal plugs are designed to permit setscrew wrench insertion yet prevent body fluids from entering the header cavities. If an accessory sensing pathway is present due to fluid intrusion, there is a potential for oversensing and, thus, inhibition of pacing.

Event description:
Boston scientific received information that during the implant of this cardiac resynchronization therapy defibrillator (crt-d), noise was observed on the right ventricular (rv) channel. The noise was oversensed and resulted in pacing inhibition. Numerous attempts with troubleshooting were made without success. Blood was noted in the header, near the setscrew. A new device was successfully implanted. No adverse patient effects were reported.